Manufacturer narrative:
Biosense webster inc.¿s (bwi) product analysis lab (pal) received a thermocool® smart touch® sf bi-directional navigation catheter which was identified to have electrode damage and a hole in the pebax. Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found electrode damage, a hole in pebax with reddish material and internal parts exposed. A magnetic sensor functionality was tested on carto and the catheter failed, errors 105 and 106 were observed. A failure analysis was performed and the catheter was dissected at the catheter tip area, loss of electrical continuity at the sensor was found, it was determined that the root cause was an internal failure of the sensor. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The root cause of the damage on the pebax, the electrode damage and the internal parts exposure cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures; it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
Biosense webster inc.¿s (bwi) product analysis lab (pal) received a thermocool® smart touch® sf bi-directional navigation catheter which was identified to have electrode damage and a hole in the pebax. On 12/11/2019, a thermocool® smart touch® sf bi-directional navigation catheter was returned to bwi for analysis, however, it was labeled with a complaint number for which product details, such as the lot number, do not match. Initial visual inspection of the device found no damage or anomalies. On 1/17/2020, upon performing a second visual analysis, electrode # 02 was found damaged, and a reddish-brown material was found in the pebax. A hole with metal exposed was also found in the pebax. These findings were reviewed and determined to be MDR reportable malfunctions for the electrode damage and the hole in the pebax since the integrity of the device was not maintained. Multiple attempts have been made to obtain clarification for the wrong product received, however, no further information has been made available. A new complaint was created to investigate and report the identified malfunctions although no specific event details are available.